Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. It was also reported that the rv lead exhibited loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.